Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon review, the patient's implantable cardiac monitor exhibited a false atrial fibrillation episode due to under-sensing of p-waves in the setting of variable r to r intervals. The patient was stable.